Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of a homechoice automated pd set with cassette without an alarm during peritoneal dialysis therapy. This event occurred during fill one while the patient was connected. The care giver stated they had not noticed anything unusual about the supplies during set up. The line had been fully primed prior to the patient connecting. The technical service representative advised the care giver to end therapy and start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, eleven companion samples were received for evaluation. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and device-device interaction testing. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.